Event description:
This rv lead was implanted on (B)(6) 2011 and was surgically abandoned on (B)(6) 2018. A united states product experience report was received on (B)(6) 2018 stating that this lead has pacing inhibition and oversensing. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).